Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 38-year-old female patient who had essure (batch no. B02260) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding "), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss "), tooth loss ("tooth loss"), mood altered ("mood changes "), anxiety ("anxiety ") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, alopecia, tooth loss, mood altered and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss and uterine perforation to be related to essure. The reporter commented: the patient continues to suffer from chronic symptoms. Lot number: b02260, manufacturing date: 2013-02, and expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 38-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity/perforation of fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs'). In a 38-year-old female patient who had essure (batch no. B02260), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). And was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, alopecia, tooth loss, mood altered and depression outcome was unknown. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss and uterine perforation to be related to essure. The reporter commented: the patient continues to suffer from chronic symptoms. Lot number#: b02260, manufacturing date: 2013-02, expiration date: 2016-02. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-sep-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review. And a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 38-year-old female patient who had essure (batch no. B02260) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding "), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss "), tooth loss ("tooth loss"), mood altered ("mood changes "), anxiety ("anxiety ") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, alopecia, tooth loss, mood altered and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss and uterine perforation to be related to essure. The reporter commented: the patient continues to suffer from chronic symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: pregnancy field updated to yes. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs ') in a 38-year-old female patient who had essure (batch no. B02260) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding "), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss "), tooth loss ("tooth loss"), mood altered ("mood changes "), anxiety ("anxiety ") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, alopecia, tooth loss, mood altered and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss and uterine perforation to be related to essure. The reporter commented: the patient continues to suffer from chronic symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: legal claim received. Information added: essure lot number, removal date updated, events (chronic abdominal pain, chronic pelvic pain, chronic back pain, excessive bleeding, unintended pregnancy, device ineffective, migration of the essure device to the abdominal or pelvic cavity / perforation of fallopian tubes, perforation of the uterus or other organs, allergic and autoimmune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety and depression). The event "medical device removal" was deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("perforation of other organs") and device breakage ("the specimen consists of two separate tubes, with attached fimbriated ends along springlike metal fragments") in a 38 year-old female patient who had essure inserted (lot no. B02260) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of drug allergy (acetaminophen (intermediate, delusional) oxycodone (intermediate, delusional) uncoded allergies: tylenol (intermediate, vomit)), body mass index normal, recreational drug use, endometrial ablation and cesarean section ( on (B)(6) 2003 & on (B)(6) 2005). Social history-non-smoker. Previously administered products included: tramadol for vomiting. Concurrent conditions were listed as uti, dyspareunia, stress incontinence, alcohol use, pelvic congestion syndrome, vaginal bleeding, abdominal cramps, abnormal uterine bleeding, menorrhagia, menses irregular with excessive bleeding and pelvic pain female. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), device breakage (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding "), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss "), tooth loss ("tooth loss"), mood altered ("mood changes "), anxiety ("anxiety ") and depression ("depression"). The patient was treated with surgery (essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the outcomes for fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, alopecia, tooth loss, mood altered and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss and uterine perforation to be related to essure administration. The reporter commented: the patient continues to suffer from chronic symptoms. Both uterine ostia were identified. Using the applicator for the essure, we started with the left side. The coil was deployed without difficulty. At the end, there were five coils seen outside the ostia. On the right side the coil was deployed using the applicator again, and there was one coil seen outside the uterine ostia. The procedure was done without difficulty and no complications on (B)(6) 2014 sonohysterogram done. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6)2014: tubal occlusion was confirmed [pathology test] on (B)(6) 2020: diagnosis: fallopian tube, bilateral salpingectomy: unremarkable fallopian tubes with paratubal cysts and fimbriated end identified three spring like metal fragments (essure coils) grossly identified gross description: the specimen consists of two separate tubes, with attached fimbriated ends along springlike metal fragments. Two of the springs are coiled and one spring like fragment is stretched out. One of the measures 1.9 cm in length by 0.2 cm in diameter, one of the coiled fragments is dense and measures 2.0 in length by 0.2 cm and on cross fragment is stretched out with fibrotic tissue at one end and measures 4.0 cm length by 0.1 am in diameter. No sections are taken from the cone. One fallopian tube: cut section through the tube reveals underlying coiled throughout. A photograph is taken of the tube beside the coiled endocardial is held this fallopian tube is otherwise unremarkable along its length and on cut section. Second fallopian tube: each coil is stretched out from the second fallopian tube and photographs are taken of the tube beside the coil. The two fragments are serially sectioned, and the coils are held for medico legal purposes. Lot number: b02260 manufacturing date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-mar-2024: medical record received. New event device breakage added. Lab data including (surgical pathology report ) are added. Medical history, concomitant conditions are added. New reporters are added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.